Manufacturer narrative:
Image review: one media file was provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was attempted to be implanted. A pre balloon aortic valvuloplasty was performed prior to the valve implant. Evidence shows that during the implant attempt, the valve appeared under expanded. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Therefore, a new valve was used. It was reported that the new delivery catheter system would not track over the guidewire and that the same valve was loaded onto a third catheter. Of note, as stated in the IFU, if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. Regardless, the valve was deployed just prior to the point of no recapture and appeared to be well expanded without any evidence of an infold. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, upon fluoroscopic inspection of the valve load, a frame node overlap involving the fourth node was observed. Subsequently, a pre-implant balloon aortic valvuloplasty (bav) was performed. The misloaded valve and delivery catheter system (dcs) were inserted into the patient and advanced to the annulus. Upon an initial attempt at deployment, the valve appeared constrained. Per the physician, there would be a significant risk of infold upon recapture, and a second system needed to be readied in the case that the patient became unstable. The first valve remined at 80% deployment as a new valve was loaded into a new dcs. Upon fluoroscopic inspection of the valve load, a frame node overlap involving the 3.5 node was identified. During this time, the patient remained stable. The first valve was recaptured into the first dcs and withdrawn from the patient. A bav was performed using a 22 mm non-medtronic balloon. The new valve and dcs were inserted into the patient; however, the dcs would not track over the guidewire during advancement. The second valve and dcs were withdrawn from the patient. The same valve was loaded into a third dcs and, upon fluoroscopic inspection of the valve load, another frame node overlap involving the fourth node was identified. The misloaded valve and dcs were inserted into the patient, and the valve was successfully implanted. The event resulted in a 10-minute procedural delay. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {evolutfx-29}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {(B)(6) 2024} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.